Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated "cartridge failed/empty". Reportedly, the cartridge had 70 units of insulin remaining. Tandem technical support was unable to determine a cause for the reported issue. Customer's blood glucose level was 230 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.